Event description:
It was reported that a patient underwent a cardiac ablation procedure with two (2) thermocool smarttouch sf and the patient experienced renal infarction that required hospitalization. First it was reported that after the varipulse catheter was inserted into the left atrium, 2 ablations in the left superior (ls) and 1 ablation in the left inferior (li) were performed. During the catheter rotation, error 116 occurred. The varipulse catheter was replaced with another new one. It was also reported regarding the carto 3 system, immediately after the ¿study¿ started, the issue occurred when the catheter was placed within the magnetic field, while the catheter was displayed on the 3d, when the magnification function was operated, the catheter became hidden. Centering had already been performed. The issue was resolved. The factors were unknown. It was originally reported that the procedure was completed without patient's consequence but then additional information was received on 4-jun-2026 reporting the patient had a renal infarction. The medical record indicates that the patient was discharged on (B)(6) 2026, and was readmitted on (B)(6) 2026. The patient reported left flank pain, and a diagnosis of renal infarction was made. A comment was made indicating that the cause will be further investigated. Information regarding the case includes: persistent atrial fibrillation, number of ablations was 33 (including 2 incomplete procedures), 95 applications, ablation rhythm was atrial fibrillation (af with organized coronary sinus electrograms resembling atrial tachycardia).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref.#: (B)(4).